Manufacturer narrative:
(B)(4). The reported sensing anomaly was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that the during the device change-out procedure for normal eri, decreased r-wave amplitude was observed. The r-wave amplitudes increased when the device was explanted and a new one was implanted. The patient did not have any related symptoms and was stable.